Event description:
Patient stated that one v-go device adhesive pad did not stick to his skin, may be due to sweating. Patient stated that he applied the v-go device on his abdomen and arm. Patient stated that he discarded the v-go.